Manufacturer narrative:
Additional information: h6, h11. Correction: f10/h6: component codes (remove g04134). H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the connection to the clave. The clave was changed, however, the leak continued. To resolve this issue, the solution set was replaced. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.